Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was found that the proximal section of the forceps were broken. The procedure was completed with a hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the hemostat revealed one side of the handle to be broken adjacent to the hinge. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. It is possible the hemostat broke while undergoing stress while being forcibly closed. It remains unknown if the defect occurred due to supplier quality, customer handling/prep of the device or procedural factors, therefore the most probable root cause is 'undeterminable'. A device history record (DHR) review of lot number 16515095 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was found that the proximal section of the forceps were broken. The procedure was completed with a hospital supplied forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.